Event description:
An electromechanical ambulatory infusion pump was involved in an under delivery event. When the pt returned to the clinic, the pump had not delivered the entire volume of medication. The actual undelivered volume is not known, but the initial reporter stated that it was significant. The clinic also observed backflow (blood in the tubing set). The initial reporter indicated that there was no injury associated with the event.